Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
The facility reported an infusion pump with a malfunction of pump cannot shut off, which occurred within the intensive care unit (ICU). The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
During routine service, brakes were found to be not functioning to specification. Bed had scorpion brake kit previously installed 5/2008====================== health professional's impression======================brakes did not perform to spec.

Manufacturer narrative:
(B)(4).

Event description:
Baxter (B)(4) received a report that there was leakage found from the tubing. The set had been used for 90 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "pump cannot shut off" due to user interface module printed circuit board (uim pcb) u4 erasable programmable read only memory (eprom) socket u4 was cracked. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.